Manufacturer narrative:
Initial: awaiting return of the device for analysis. Final: according to investigation, the root cause is due to manufacturing process. This case is included in CAPA 2024-01 which concerns similar cases (on ventricular catheter leaks). A traceability analysis has been conducted on the manufacturing file of the device. The analysis reveals that the product was packaged on january 03, 2024: before the corrective action implemented as part of CAPA 2024-01 (stop complete insertion of the mandrel into the ventricular catheter since (B)(6) 2024).

Event description:
A pso-vtt (serial number: (B)(6) was indicated for traumatic brain injury. A fluid leak was observed. The catheter was taken out on (B)(6) 2025. The patient had no clinicals signs or symptoms. The incident had no consequences for the patient exept the explantation of the device.

Manufacturer narrative:
Awaiting return of the device for analysis.

Event description:
A pso-vtt (serial number: (B)(6) was indicated for traumatic brain injury. A fluid leak was observed. The catheter was taken out on (B)(6) 2025. The patient had no clinical's signs or symptoms. The incident had no consequences for the patient except the explantation of the device.